Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the autopulse platform (B)(6) displayed "system error, out of service, revert to manual CPR" on start-up. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.